Manufacturer narrative:
Insulin pump was returned for low battery alarm and power error alarm confirms in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then alarm power error alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. No replace battery now during testing. Insulin pump received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a replace battery now alarm. Customer's blood glucose was unknown. Device alarmed another alarm after troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.